Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced a loss of cine functionality. No patient serious injury or death was reported related to this event.